Event description:
On 7/27 semiautomatic defibrillator life pak 500 placed on cardiac arrest pt, no shock advised. Pt found to be in ventricular fibrillation on paramedic arrival. Appears to be ventricular fibrillation on data sheet.